Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, crossing difficulties were encountered. The target lesion was located in the left circumflex artery. The 2.25 x24mm promus element plus stent was unable to cross the lesion. The catheter was removed and the procedure was completed via a plain old balloon angioplasty using a 2.5x20mm nc quantum apex balloon catheter. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the distal edge of the stent was damaged. No other issues were noted with the device. There were no issues with the profile of the tip. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).